Manufacturer narrative:
Date returned to MFR: 02/05/2016. The device was received for evaluation and repair. Pre-repair device temperature measured at one minute between 73.7°f and 74.4°f; the unit operated within normal parameters with no functional fault found. The device was cleaned, tested to product specifications and returned to customer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during setup for a case the handpiece heated up when it was hooked up to the console. As soon as it was activated it was "bogging down and started heating; less than a minute". The device was not used for the case and there was no patient impact or injury reported.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.